Event description:
On 15dec2021 accelus was informed of a post operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. Currently there is no revision surgery planned. The surgeon intends to monitor the patient. No patient harm or injury was reported.

Manufacturer narrative:
This complaint is a duplicate report. There were multiple reps in the distributorship serving this surgeon and this event was incorrectly reported twice. The purpose of this follow up is to redact the MDR that was filed on 14-jan-2022.

Event description:
Initial report: on (B)(6) 2021 accelus was informed of a post operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. Currently there is no revision surgery planned. The surgeon intends to monitor the patient. No patient harm or injury was reported. Follow up: this complaint is a duplicate report. There were multiple reps in the distributorship serving this surgeon and this event was incorrectly reported twice. The purpose of this follow up is to redact the MDR that was filed on 14-jan-2022.